Manufacturer narrative:
(B)(4). Per DHR the product taut cholang cath10/bx 7.5 fr tip x 18 lot # 73m1800259 was manufactured on 12/10/2018 a total of 600 pieces. Lot was released on 12/21/2018. DHR investigation did not show issues related to complaint. Revision of fmea-07-006 rev 02 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that during two separate laparoscopic cholecystectomy with intraoperative cholangiograms after intubation of the duct, cholangiograms complete and the physician was removing the cholangiocath, the teleflex taut operative cholangiocath was stuck in the cystic duct. The surgeon tried numerous maneuvers to loosen the catheter and finally had to clip below and cut out the portion of the duct that contained the catheter. This is the catheter that is routinely used during this procedure by this physician.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during two separate laparoscopic cholecystectomy with intraoperative cholangiograms after intubation of the duct, cholangiograms complete and the physician was removing the cholangiocath, the teleflex taut operative cholangiocath was stuck in the cystic duct. The surgeon tried numerous maneuvers to loosen the catheter and finally had to clip below and cut out the portion of the duct that contained the catheter. This is the catheter that is routinely used during this procedure by this physician.